Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter a fasting bg reading average of 100 mg/dl followed by a reading of up to 140 mg/dl. The user also stated that his dario meter went through the x-ray machine at the airport, and was concerned that this had an effect on his strips and bg readings.